Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized in may because of a lox blood glucose level. Customer stated she was not on the insulin pump when hospitalized. Mentioned having trouble inserting the sensor. Current blood glucose was 105 mg/dl. No further information reported.